Event description:
Customer posted on media that she found calibrating on the cgm 1 was very difficult and she received inaccurate blood glucose readings. Customer states cgm showed her blood glucose was 135 mg/dl, but she was actually 22 mg/dl. Customer states she had been off the cgm for over a year. Customer inquired on travel loaner pump, but was unable to complete call as customer states she was busy. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).